Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based on all information received. The device was not returned, but photos were available for evaluation. Visual inspection noted that the images received depicted the side of the seal housing and a top-down view of the circular seal. Upon enlarging the image, a cut in the seal could be seen. It was reported that the seal was damaged and leaking. The reported issues were confirmed. The most likely cause could not be established based on the information available. The manufacturing records for each device were thoroughly reviewed prior to release to ensure they met all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic hiatal hernia repair procedure, when the clipper was introduced, the cannula ruptured the membrane, causing a carbon dioxide leak. A new trocar was used to resolve the issue. There was no patient injury.